Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (the relay nbs plus system). The relay nbs plus system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (B)(4).

Event description:
The procedure has been long and complex. At the end of the procedure the angiogram showed good technical/clinical result. In the ICU, on the days following the implantation, the doctors noticed that the patient was probably suffering of high intracranial pressure. At the control CT scan it's possible to evidence the presence of thrombus inside the main device together with a partial infolding of a stent that could probably compromise flow. Patient in coma for some days and passed away.